Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture" and was "encapsulated and leaking." Healthcare professional reported right side capsular contracture baker grade unknown "the worst". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, encapsulation device 50%-100%, deformation, brown and yellow particles, creases fold, cloudy color in the gel observed after autoclave cycle, and observed 40 mm dark patch edge material inside gel device. The unit is not ruptured/ base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported right side "rupture" and was "encapsulated and leaking." Healthcare professional reported right side capsular contracture baker grade unknown "the worst". Device was explanted.